Event description:
It was reported that the tandem usb cable does not charge the pump. The customer's blood glucose level ranged from 126-181 mg/dl. The customer confirmed that an alternate cable charged the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.